Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 was physically broken. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 6 was physically broken and was unable to dispense the medication. The field service engineer (fse) found that the cubie pocket was broken and would not close. The fse confirmed with the customer that the escort unloaded and released the pocket, which resolved the issue. The system functioned as intended after the customer resolved the issue.